Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). (B)(6).

Event description:
The customer observed a discrepancy between open and closed mode hemoglobin results for one patient tested multiple days on the cell-dyn ruby analyzer for monitoring purposes. The following results were provided: (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
Field service was requested. Per field service notes, qc was checked in both open and closed modes and mode-to-mode calibration was adjusted. Maintenance was checked. Despite multiple inquiries, no other information was made available regarding patient condition, timing/technique of blood draws, and instrument calibration data. Review of historical quality data did not identify any adverse trends or abnormal complaint activity for the cell-dyn ruby analyzer. The inconsistency of hemoglobin results could be directly due to the disease status of the patient; however, due to lack of information, no pre-analytical issues or other causes could be determined. Based on this review, the product is performing per product specifications (or as expected). A product deficiency was not determined for the cell-dyn ruby.